Manufacturer narrative:
(B)(4). Batch # n91r0j. The device was returned with no apparent damage. The tissue pad had no apparent damage and was not detached as reported by the customer. The device was connected to a test handpiece and functionality tested on a gen11, an alert screen was displayed. The device was analyzed, and it was determined that it was likely used in more than one generator. The device is intended to be used with a single generator. If the device is connected to a different generator an alert screen will be displayed indicating to replace the instrument. The device was disassembled to inspect the internal components and no anomalies were noted. This device is packaged and sterilized for single use only. Multiple patient use may compromise the device integrity or create a risk of contamination that, in turn, may result in patient injury or illness. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: did part or all of the tissue pad completely detach from the clamp arm and fall off? (Not melted away but a piece of or all of the tissue pad actually broke off?) Or did the tissue pad only lift up but still stayed attached (no part of tissue pad fell off)?

Event description:
It was reported that during a segmental hepatectomy procedure, the tissue pad is detached from the jaw and it did not activate during the using. Unknown how case was completed. There were no adverse consequences for the patient.